Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, fse arrived at the site to address the reported event. Fse checked all the connections for the motor and sensors. He replaced the main board which communicates with pmd1 and the stc mixing motor. Proper equipment functionality was verified by running several racks of patient samples with two-step assays and quality control (qc). No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were two similar complaints identified during the search period. The a1a-2000 service manual, version 3; chapter 10- troubleshooting was reviewed. The a1a-2000 service manual under chapter10-troubleshooting indicates that: the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. This error occurs if no response is received from the pm061 stc lane mixing motor. Contact tosoh service center or local representatives. The most probable cause of the reported event was due to fault/ failure of the main board.

Event description:
On (B)(6) 2018, the customer reported receiving "3061 stc lane mixing failure" error twice over three days with their a1a-2000st analyzer. The customer reportedly runs intact parathyroid hormone (ipth), beta human chorionic gonadotropin (bhcg), follicle-stimulating hormone (fsh), and luteinizing hormone (lhii). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth, bhcg, fsh, and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Conclusion code: 77; operational context caused or contributed to event. Additional information: the main board was returned to instrument service center (isc) for evaluation with no shipping damage. Visual inspection of the device revealed that the main board had no battery and one of the capacitor leads was broken. The issue was confirmed via visual inspection; thus the part failed. (B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.